Event description:
The event is reported as: the customer alleges that the blades won't stay fastened to the handles. No pt involvement. No report of a pt/user injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.